Event description:
Medtronic received information that approximately 5 years post implant of this bioprosthetic valve, the valve was explanted due to aortic regurgitation. Upon explant, the non-coronary cusp was noted to have a hole in it. The valve was successfully replaced with a19mm bovine tissue valve. The valve was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a clear solution in a small specimen container, enclosed in a small bio hazard bag, placed in an explant kit. The mouth of the specimen container was smaller than the outside diameter of the valve which may have contributed to the valve appearing distorted or oval. All leaflets were in the closed position with the lunula and free margin of the right cusp on the same plane as the coaptive ridge of the left cusp. All leaflets were slightly stiff but flexible except where tissue appears to be thin due to explant damage. A large tear in the right cusp adjacent to the left right commissure appeared to be associated with possible restricted leaflet movement due to host tissue overgrowth on the top of the left right commissure. The flat appearance on the top of the commissure in conjunction with the remnant of host tissue that remained attached to the top of the commissural area and bias cloth showed possible signs of host tissue overgrowth. Two perforations or tears in the belly of the right cusp appeared to be associated with a possible hinge point related to restricted leaflet movement in the left right commissure and host tissue overgrowth that appeared to have extended on the inflow of the right cusp. A small abrasion noted in the lunula of the left cusp appeared to be due to contact with the bias cloth adjacent to the non-coronary left c ommissure. Tears on the tunica of all cusps along the inflow margin of attachment appeared to be associated with the removal of host tissue during explant. The right non-coronary and non-coronary left commissures were intact. Tears were observed in the left right commissure. Traces of pannus remained attached to the inflow margin of attachment of the non-coronary cusp, into the right non-coronary inferior coaptive area, and tissue and base stitching adjacent to the left cusp. Remnants of pannus remained attached to the tops of the left right and right non-coronary stent posts, to the tops of the left right an right non-coronary commissural areas, and along sewing ring on the outflow adjacent to the non-coronary and left cusps. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed mineralization along the septal shelf in the right cusp with a trace in the non-coronary left commissure. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth and mineralization. This finding is generally considered a patient related condition. The device history review of this device is still in process, once it is complete, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Update was made to the event description: additional information was received that three months prior to the explant of this valve the patient had experienced high fever and was hospitalized more than one time and antibacterial drug prescription was prescribed as infective endocarditis was suspected. Updated patient code to add endocarditis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If additional information is received a supplemental report will be submitted. (B)(6). (B)(4).